Event description:
While advancing a orbit galaxy tight distal loop complex fill coil 5 x 10 coil(640cf0510/ 13500416) in a excelsior sl-10 microcatheter (stryker), there was a severe resistance and it was difficult to deliver it anymore, therefore, the physician decided to remove the delivery system. It is unknown in what section of the microcatheter the coil met the resistance. When he retrieved the microcatheter, several kinks were found around the proximal section of the delivery tube. No information about exactly when it kinked. The procedure was continued using a new coil (640cf0510, lot unknown), and was completed with no further issues. It is unknown if the microcatheter was also replaced, or if both devices were removed as a unit from the patient. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. After the event, other than the reported event, no damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc). Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. The procedure was coil embolization of a right middle cerebral artery that was not calcified and not tortuous. The product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex fill coil 5 x 10 was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found. The introducer was zipped without damage. The support coil, gripper and embolic coil were received outside of the introducer, the support coil was found to have kinks; the gripper and coil were found with no damages. The embolic coil and the gripper were inspected under microscope and no damages were noted on them. The od from the delivery tube was measured and was found within specification. One microcatheter prowler select plus (cordis lab sample) was flushed using a lab sample syringe (nipro), after that the received orbit galaxy was introduced into the microcatheter and even the kinks found on the orbit galaxy it can pass through of the microcatheter lab sample and it was advanced smoothly until the microcatheter's distal tip. Just some friction was felt when the kinks of the hypotube was passed through of the microcatheter lab sample. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil impeded in microcatheter" was not confirmed during the functional analysis. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
While advancing an orbit galaxy tight distal loop complex fill coil 5 x 10 (640cf0510/ 13500416) in a excelsior sl-10 microcatheter (stryker), there was a severe resistance and it was difficult to deliver it further; therefore, the physician decided to remove the delivery system. It is unknown in what section of the microcatheter the coil met the resistance. When the microcatheter was retrieved, several kinks were found around the proximal section of the delivery tube. No information about exactly when it kinked. The procedure was continued using a new coil (640cf0510, lot unknown), and was completed with no further issues. It is unknown if the microcatheter was also replaced, or if both devices were removed as a unit from the patient. There was no patient injury reported. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained. After the event, other than the reported event, no damages were noticed on the delivery system, introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc). Prior to use, no defect (kink, bends etc) was noted on either the mc or the coil by visual inspection. The procedure was coil embolization of a right middle cerebral artery that was not calcified and not tortuous. No additional information is available. A non-sterile orbit galaxy tight distal loop complex fill coil 5 x 10 was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found. The introducer was zipped without damage. The support coil, gripper and embolic coil were received outside of the introducer, the support coil was found to have kinks; the gripper and coil were found with no damages. The embolic coil and the gripper were inspected under microscope and no damages were noted on them. The od from the delivery tube was measured and was found within specification. One lab sample prowler select plus microcatheter was flushed using a lab sample syringe (nipro), after that the received orbit galaxy was introduced into the microcatheter and even the kinks found on the orbit galaxy it passed through of the microcatheter lab sample and it was advanced smoothly until the microcatheter's distal tip. Some friction was felt when the kinks of the hypotube was passed through of the lab sample microcatheter, but it was able to pass through. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to insert the returned device through a microcatheter was not confirmed; although there was some resistance due to the kinks of the delivery system. Based on the analysis and the report that there were no kinks on the delivery wire prior to use but kinks were noted when retrieved after the resistance occurred, it appears that procedural factors resulting in kinking of the delivery wire likely caused the reported event. Neither the analysis nor the device history record review suggests that the reported event is related to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving from the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.